Event description:
As reported, while using a 6f/7f mynx control vascular closure device (vcd) during hemostasis, the device came in contact with calcification midway and the balloon ruptured. Therefore, the user switched to manual compression hemostasis. There were no reported injuries to the patient. Care was taken with deflation, but tension apparently occurred. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2601309 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.